Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported that the device alarmed with a s233 (overtemperature-psc) malfunction alarm code. The device was returned to the biomedical department for an unspecified reason. It was reported it occurred during a patient delivery. No information was provided; therefore specific patient information, pump programming, or event details were not available. There were no reports of any adverse patient events and no reported delays in critical therapies while the device was in clinical use. During testing at the user facility, the device alarmed with a s233 malfunction alarm code. It was reported the device was not warm to the touch and no burning smell was noted. No additional information was provided.